Manufacturer narrative:
Response: visual showed valve was not received in its original package, was in a plastic zip bag. Also, pieces of black suture thread attached to valve. A flow test was performed by injecting water thru the proximal end connector and easily passed throughout the distal end connector, which indicates that the "valve is not patent as stated by customer and is filling properly", also flushed several times and valve flushed properly. Based on the above test results, co is unable to confirm customer's statement. No corrective action is required.

Event description:
It was reported that the valve was removed from the patient due to not patent, would not flush or fill.